Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot numbers: gd885301 and gd885285. With no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported and it was unknown if a peritoneal effluent culture was performed. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered. Therapy with dianeal pd4 ultrabag was ongoing. The reporter did not provide an opinion of causality. The patient's nurse declined to provide any information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.